Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having issues with their ins because they were having pain and irritation around the battery site. The patient reported that if they turn their head, they feel ¿zaps.¿ the patient decreased the stimulation to resolve the zaps, but this caused a burning pain in the right arm to return. The patient also reported that it¿s hurting in the spine where the wires are. No further complications are anticipated.